Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose was 232mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed stop current test, run current test, self test, off no power test, test and displacement test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. Unit was received with corroded battery tube, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window.